Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pts battery charger would not power on. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: battery charger/modem sn (B)(4) has not been returned for evaluation. The reported problem (battery charger will not power on) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the battery charger/modem and completion of the device evaluation. No adverse event resulted as a result of the reportedly defective battery charger/modem. The pt was issued a replacement battery charger/modem.